Event description:
The recipient's device was reportedly explanted. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. The clinic is not able to contact the recipient. The device will not be returned for analysis. A review of the device history record noted no rework. This is the final report.